Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the area below the reservoir is starting to fall out. The insulin pump alarmed during the prime process. Customer noticed the issues when changing the infusion set in the morning. The blood glucose reading is 466 mg/dl. Customer treated with bolus. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.